Manufacturer narrative:
Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, cracked case at reservoir tube window corner, cracked reservoir tube window, missing reservoir tube o-ring and completely broken off reservoir tube lip. Unable to perform the displacement test due to reservoir tube lip completely broken off. The reservoir tube lip completely broken off and test reservoir will not lock/click in place.

Event description:
The customer's mother reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer's mother reported that her daughters pump has a piece that has broken off. The customer stated its the plastic circle in the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.